Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: the keypad was peeling at the contrast button. The contrast button was unresponsive due to a missing contact. Contamination was found underneath all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found on the keypad button contacts. This report is made based on results of investigation completed on 09/24/2015.